Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the tip of the excel 36khz straight handpiece (c2602) overheated (possibly short-circuit) and melted some of the plastic insulation near the handpiece end during use. This was discovered post-procedure (liver resection) when they were trying to dismantle the device. Upon inspection, there was also blackening on many of the pins at the plug end of the cable. There was no appearance of patient injury and no significant surgical delay.

Event description:
N/a

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h10. The excel 36khz straight handpiece (c2602) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - evaluation verified customer information as valid. The housing is overheated because the transducer was twisted in the handpiece housing - user mistake as torque base was not used. The housing and all o'rings of the coil form need to be exchanged. The calibration and the final test according to the manufacturer's specification has been performed. Root cause - reported failure ¿overheating¿ was confirmed. The root cause was confirmed as hp overtorquing. Hp overtorquing is caused by: incorrect assembly and disassembly of the handpiece by the customer using the torque wrench. Resulting in torque wrench misaligning the dot on the handpiece and the handpiece connector. A corrective action was implemented which verified ability for customers to execute the instructions as written in the current user manual and was verified by conducting a usability study. This device was manufactured pre- corrective action implementation in november 2017.